Event description:
It was reported that patient underwent an acl reconstruction utilizing a disposable coring trephine on (B)(6) 2010. It was discovered after the procedure that a tooth was missing from the coring trephine. It is not known whether the patient retained the fractured tooth as no radiographs have been taken to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device confirmed the missing tooth's transverse fracture appears to have initiated in fatigue. This report filed (B)(6) 2010.

Manufacturer narrative:
This event was originally reported as a malfunction as it was unknown at the time whether the patient retained a foreign body. Additional information was received from the sales representative stating that the doctor took radiographs and confirmed the patient had retained the fractured piece of the instrument. The doctor further relayed that he would not be performing a revision procedure to remove the fractured piece as it was not in the joint space. Since foreign body retention occurred, this follow-up report is being sent to change the event type to a serious injury. (B)(4).

Event description:
It was reported that patient underwent an acl reconstruction utilizing a disposable coring trephine on (B)(6), 2010. It was discovered after the procedure that a tooth was missing from the coring trephine. It was not known at the time of the event whether the patient retained the fractured tooth. Radiographs have been taken since the reconstruction procedure and confirm that the patient did retain the fractured piece.